Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high pacing threshold. In addition, no capture was also observed. The lead was explanted. No additional adverse patient effects were reported.